Manufacturer narrative:
The insulin pump was received with physical damage and cracked and bleeding display glass. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The displacement test could not be performed due to the cracked and bleeding display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported physical damage to the insulin pump due to a fall. Customer stated that the screen has lines through it and is partially blacked out due to the damages. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.